Manufacturer narrative:
Device passed displacement test, self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device communicated properly with test guardian link transmitter. No communication anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer performed self-test and test did not pass. Customer was able to rewind insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.